Manufacturer narrative:
We checked the returned unit and confirmed that the bending rubber missing. Based on the result, we concluded that it was caused due to the physical damage applied on the bending rubber. In addition, we confirmed that the light guide cable buckled, the angle wire play, the lg prong corroded, the insertion flexible tube (ift) leaky, the lg root brace rubber cut, the segment communication issues with cpu board, the eog valve loosened, the segment worn out, and the segment rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we can not deny the possibility of the bending rubber falls. Therefore, based on the technical report ""hr-rpt-0581(bending rubber)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Bending rubber missing.